Event description:
Reporter alleged blood glucose measured 235 mg/dl on one particular set of test strips back to back with a result of 105 mg/dl on a different set of test strips when testing was performed at the same time. Customer stated taking an additional 4 units of insulin as a result. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.